Event description:
The customer reported the camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to charged coupled device sensor defectiveness. In addition, coupler corrosion and cut on the sheath were observed. The probable cause of the cable defectiveness and the visible sheath damage was due to the use of a pointed or sharp object that came in contact the cable. It is unlikely that the image problem reported was related to the cut. Furthermore, the cause of the coupler¿s poor condition was undetermined; however, it is apparent that the customer¿s wrong handling contributed to the cause. It is presumed that insufficient drying of the device may allow rusting on metallic parts over time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to provide the event date in section b3. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the faulty charged coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.